Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-feb-2014, UDI#: (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, clonidine and dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient ha been working with his doctor regarding a possible granuloma at the tip of his catheter since 2018 (in the 'last couple of months'). The doctor ordered an MRI (magnetic resonance imaging) to check the area. The MRI was scheduled for 5:30 pm on (B)(6) 2018; the patient had left a message for a manufacturer representative regarding the MRI but had not yet heard from anyone. There were no reported symptoms. No further complications were reported.